Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced during the procedure.

Event description:
Additional information received indicated that there were no patient consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing and visual inspection was normal with no anomalies found.